Manufacturer narrative:
One 8f introducer and dilator were received for evaluation. A review of the device history records confirmed the lot met manufacturing requirements prior to shipment. Functional testing revealed a leak at the valve. The hemostasis cap was removed and the two part seal system was examined. Microscopic examination revealed both seals were properly aligned in the hemostasis body. The upper and lower seals had a hole through the slit area. The hole was consistent with a needle puncture, which was the cause of the leak. No manufacturing defects were noted and there were no consequences to the pt. (B)(4)

Event description:
It was reported when the physician drew the blood from the sheath, an air bubble appeared on the sideport. The physician extracted the sheath from the pt's body and inserted a new one. There was no harm to the pt. The physician could not tell whether the air entered from the hemostasis valve or other parts of the sheath.